Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The returned t8 cannulated hexalobe driver (pn 80-4151) was performed and device was examined visually under magnification. A torsional oblique fracture pattern was identified, likely indicating excessive twisting load about the driver's central axis. Twisting or breakage may occur when excessive force is applied to the driver. The screw was implanted and not returned. However, based on the information received no coot cause could be determined. Related to 3025141-2025-00243.

Event description:
Acutrak3 mini cannulated driver tip broke off. Broken fragments in the screw head were successfully removed. No delay in surgery or adverse effects to the patient.